Event description:
It was reported the patient experienced a seizure while the surgeon was opening the dura to implant the patients second bilateral lead on (B)(6) 2021. The patient has recovered and will move forward with an implant procedure.

Manufacturer narrative:
A patient outcome issue was reported to abbott. It was determined the patient had a seizure while the surgeon was opening the dura to implant the patients second bilateral lead. The patient has recovered and will move forward with an implant procedure. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.